Event description:
It was reported that during an open esophagectomy, the firing knob broke at 1/5 from the proximal end when the device was fired on the gastric body at the 4th firing. The staple height was gold. No broken pieces fell into the patient. The proximal part of the firing knob was returned to the original position with a forceps, and then the device was released. The deployed staples were unformed (legs were straight). The device was fired across an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep attended the operation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes. Were any unexpected noises heard? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---some staples were unformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---no information. If the device locked out, did it lock out on tissue or prior to use on tissue? ---on tissue. Was the firing to close an ostomy?---no. Is a pathology specimen and/or report available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 17 drivers up without staples, and the remaining drivers down with staples present and the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied, the device could be damaged. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.